Event description:
User reports failing one external proficiency survey sample for benzodiazepine. Reported survey result of negative. Acceptable cap survey result is positive. Customer reran survey sample using a different lot of reagent, which resulted positive. Date of repeat testing not provided. Customer resolved issue when using different lot of reagent.